Manufacturer narrative:
Device investigation conclusion: the device is in the unclamped position. Both pivot pins and the cam pin are present. The device is completely reset with the deploy slide and I-beam lock in the proximal position. The I-beam pin and I-beam pin supports are present and in the proper position. The device was clamped and fired in air. The device appeared fully functional. The device was reset and unclamped without issue. A fg blue and white cartridge with staples were loaded into the end effector. The device was fired on clear dry-fire media for blue cartridge and on a thin white dry-fire media for white cartridge. The device appeared fully functional and passed the dry-fire test. No cartridges were returned for investigation. This effect of failure is identified in document (B)(4), but the root cause of the failure could not be determined. The user complaint of bleeding after deployment could not be confirmed. There was no video recording to get further information about the events after deployment. The physical investigation did not show any device defects. The device appeared fully functional, passing dry-fire with a blue and white cartridge (from the same lot as the incident). Additional model# and lot#: 025310-02 and 140115e. (B)(4).

Event description:
The device was deployed using a white cartridge on the right hepatic artery. After the device was unclamped, the surgeon confirmed the staple line looked good. Soon after, bleeding was observed from the staple line. There was significant bleeding before the surgeon could control the vessel. The surgeon later described the staple line as incomplete. Inspection of the cartridge after the procedure showed a single staple at the distal end of the right side.